Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a normal device change out. Once the newly implanted device was connected to the competitor rv lead, noise was observed on the lead. The noise was reproducible when the physician pushed on the header near the suture. It was noted that blood was entering the header through the grommet covering the set screw. Physician elected to replace the device, but the issue remained. Noise was still observed on the rv lead when pressure was applied on the can. Physician elected to remove the second device as well and replaced it with a competitor. No noise was observed on the lead, and the procedure ended successfully. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. Visual inspection noted no anomalies. The device was tested on the bench and no anomalies were found. The cause of the field event could not be determined.